Event description:
It was initially reported by the pt that she experienced poor comfort during contact lens wear. Additional info received on (B)(6) 2011 from the pt stated that she felt strong pain and was examined by an eye care professional on (B)(6) 2011 who diagnosed a corneal ulcer and recommended discontinuation of lens wear. The pt reported that she was told that the relationship between the corneal ulcer and a lens defect was unclear. She was told that a small scratch on her eye had caused bacterium which resulted in a corneal ulcer. During an eye care professional examination on (B)(6) 2011, the pt was told that her eye was improving and would recover within one week. She was told that she could resume contact lens wear once the eye recovered. Additional info received on (B)(6) 2011 from the pt stating that during an eye care professional examination she was told that her eye had recovered and that she could resume contact lens wear.

Manufacturer narrative:
(B)(4). The actual device was not returned for analysis. The device history records have been reviewed by mfg and found to be in compliance. (B)(4).